Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. One day prior the peritonitis diagnosis, the patient was hospitalized. The same day as the peritonitis diagnosis the patient was treated with injection of vancomycin (1gm, every 5th day, intraperitoneal, ongoing) and injection ceftazidime (1gm, once daily, intraperitoneal, ongoing) and injection tobramycin (80mg, once daily, intraperitoneal, ongoing) for peritonitis. The patient was discharged eight days after hospital admission. On an unknown date, the patient was recovered from peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.